Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information provided indicated that due to the size and weight of the patient, diagnostic imaging of the lead is not possible. Turning off the hv and lv therapies on the device was considered.

Event description:
It was reported that when the asymptomatic patient presented in clinic for a routine follow up, high voltage lead impedance greater than the upper limit alert was observed. The pacing lead impedance showed an increase as well. No further information is available at this time.